Event description:
It was reported by the sales rep that the handpiece was leaking at the cutter release switch. There were no reports of any adverse pt event associated with this malfunction.

Manufacturer narrative:
In 2008, the handpiece involved in the reported event was evaluated. During the evaluation the technician noticed that there was corrosion on the back cap that was not allowing fluid to flow through correctly. The handpiece was repaired and returned to the customer.